Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The patient's previously supplied non-grounded cable was reported under MFR # 2916596-2019-04267. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had red heart alarms on the controller. Log files extracted at the hospital showed pump stops while connected to batteries. The patient had been on a non-grounded cable and was readmitted for a heartmate ii to heartmate 3 pump exchange which took place on (B)(6) 2019. The patient responded well and there was no need for right side support. The pump stops and eventual exchange were attributed to wire-to-wire compromise.